Manufacturer narrative:
At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s infection. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation.

Event description:
Total hip revision. Date of implant was (B)(6) 2016. Patient presented today ((B)(6) 2016) with infection. Doctor washed out with antibiotics. Two screws, a liner and ball were explanted and replaced with a new liner and ball.

Manufacturer narrative:
An unknown trident e50 cluster shell was added to the complaint after the initial medwatch was submitted. It is unknown if this device may have caused or contributed to the patient's infection. An event regarding infection involving an unknown liner was reported. The event was confirmed through a medical review.. Method and results: device evaluation and results: the device was not returned for analysis due to hospital policy. Medical records received and evaluation: a medical review concluded that "in this case no correlation between any specific device property and infection can be established. Patient had some risk factors present in the form of a malignancy of the lymphatic tissues but mainly bad luck to sustain an infectious complication of his hip arthroplasty. Early intervention was adequate although there is no info on further outcome or whether infection is really under control. As such, this pi case is not device related but has its root cause in an adverse mix of patient-related and procedure-related factors." "An infectious complication occurred 2-months post total hip replacement in a patient with increased infection risk due to presence of a lymphatic tissue malignancy." Device history review: was not performed as device identification was unknown. Complaint history review: was not performed as device identification was unknown. Conclusions: the exact cause of the event could not be determined because insufficient information was received however a medical review concluded that no correlation between any specific device property and infection can be established however due to the patient¿s lymphatic tissue malignancy there is an increased infection risk. Further information such as return of device, pathology report, x-rays, primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. If additional information and/or device become available, this investigation will be reopened. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control.

Event description:
Total hip revision. Date of implant was (B)(6) 2016. Patient presented today ((B)(6) 2016) with infection. Doctor washed out with antibiotics. Two screws, a liner and ball were explanted and replaced with a new liner and ball.